Manufacturer narrative:
Additional information, including the device lot code, explanted device, post primary and pre revision x-rays, operative notes, patient medical history, patient age and activity level and a detailed patient outcome has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Revision of a trinity cup after approximately 4 years and 5 months as the stem was subluxed posteriorly into the cup.

Manufacturer narrative:
(B)(4) final report. Additional information, including the device lot code, post primary and pre revision x-rays, operative notes, patient medical history, patient age and activity level, a detailed patient outcome and the return of the explanted device was requested in order to progress with this investigation, however, not all were available and thus there was only very limited information for the investigation. It was confirmed that the explanted device was discarded by the hospital and thus could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information available, no further investigation can be conducted and therefore, corin now consider this case closed. However, should additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Revision of a trinity cup after approximately 4 years and 5 months as the stem was subluxed posteriorly into the cup.